Event description:
It was reported that the patient had insulin leakage when discharging dose on 10 apr 2026.

Manufacturer narrative:
Name:(B)(6), country: switzerland, (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.